Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -8.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The surgeon reports refractive surprise with a planned lens exchange. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - it was later reported that on (B)(6) 2022 the lens was explanted and on the same date replaced with a same length but different power lens but this did not resolve the problem. The cause of the event was reported as unknown. See MFR# 2023826-2022-02285 for replacement lens. Claim#: (B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).